Manufacturer narrative:
The patient's exact date of birth is unknown however, the patient was born in 1948. The complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, the peg tube had an occlusion. The peg tube was removed on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in "good health&#56205; the procedure date was (B)(6) 2014 and the peg tube was removed from the patient on (B)(6) 2015. Additional information received on (B)(4) 2015: the event was rectified by a replacement of peg-j. (B)(6). The patient's condition at the conclusion of the procedure was reported to be "good". The procedure date was (B)(6) 2013.

Manufacturer narrative:
Additional information: the patient's exact date of birth is unknown; however, the patient was born in 1935.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, the peg tube had an occlusion. The peg tube was removed on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 11, 2015: there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in "good health.¿ the procedure date was (B)(6) 2014 and the peg tube was removed from the patient on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, the peg tube had an occlusion. The peg tube was removed on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code (B)(4): relates to component code (B)(4) for the reported event of peg tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.